Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. 1 strut in the middle section of the stent was raised distally. Stent strut rows 1 and 2 from the proximal stent edge were misaligned. The od of the stent where no damage was present was measured and met specification. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the physician experienced difficultly when attempting to deliver the 2.50x20mm taxus liberte stent to the lesion. The lesion being treated was located in the tortuous posterior descending artery (pda). 'Many' attempts to deliver the device were unsuccessful. The procedure was not completed. No patient complications were reported and the patient's status is stable. However, the product analysis revealed stent damage.